Event description:
While preparing to place foley catheter. Registered nurse (rn) inflated the balloon prior to insertion on two consecutive foley catheter kits and neither balloon could be deflated. On the third catheter kit, the balloon was successfully inflated and deflated.